Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that all keypad buttons were under responsive. It was also noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeled/missing. All button contacts were missing. There was evidence of contamination found on the contrast contact base. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked on the threads. The battery and cartridge caps were not returned with the pump. A test battery cap was used to complete testing. Also unrelated to the complaint, evaluation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.